Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty loading a new cartridge. During troubleshooting with tandem technical support, the customer reloaded the cartridge and was able to complete the load process. The customer stated that the event possibly affected blood glucose level, however did not provide a specific value.